Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The manufacturing record evaluation (mre) review cannot be conducted because no lot number was provided by the customer. Concomitant products: non biosense webster, inc. - baylis transseptal needle (nrg-ehf71-co); non biosense webster, inc. - baylis torflex fr 8.5 sheath; carto 3 system; us catalog #: unknown; serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure while the patient was in the recovery room, cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 200 cc of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. Extended hospitalization was required for observation purposes. The patient was discharged from hospital in a fully recovered condition. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a baylis transseptal needle (nrg-ehf71-co). A baylis torflex fr 8.5 sheath was used during the procedure. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time between 300-350 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was only used for cavotricuspid ishmus (cti) flutter portion in right atrium and to fast anatomical mapping (fam) left atrium, rest of procedure was cryo. The catheter was close to his quad catheter during cti flutter and possibly to the coronary sinus catheter. The catheter was not zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did indicate to re-zero the catheter. The force visualization features used included graph, dashboard, vector, flash with indicated about 40 grams. The parameter for stability used for the visitag module was respiration adjustment. The additional filter used with the visitag was impedance color bar, 5-10 ohms.